Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, foreign material remains was noted on the distal end. There was an air leak from the connector and the lg lens was found cracked. In addition, charged coupled device cover lens chip, plastic distal end cover crack &missing parts, bending section cover chip, connecting tube discoloration, scratched connecting tube pocket, scratched universal cord, and angulation knob play were observed. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera gastrointestinal videoscope is leaking. The event was identified during incoming inspection. During a standard service inspection of the customer returned device, foreign material remains was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.